Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the unit and was unable to reproduce the reported issue. The unit passed all functional and safety tests performed and was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
T was reported that, the cs300 intra-aortic balloon pump (iabp) unit had autofill failure. There was no patient involvement.